Event description:
The wire within the grasper broke while in use during a robotic procedure. Devices will be returned only if manufacturer provides prepaid shipping, packing as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or patient contact.